Manufacturer narrative:
See investigation attached.

Event description:
Allegedly, the patient was revised due to metal on metal complications on articulating cobalt chrome components. Components not revised: profemur® z femoral stem s 41/3 tp coated cement less / product ID: pha00266 / lot no.: 068599981. Dynasty® pc shell 56mm group f / product ID: dspcgf56 / lot no.: 107475199. Cancellous self-tapping 6.5mm bone screw 4.0cm length / product ID: 18080305 / lot no.: 078661945.